Event description:
The patient was here for a heart cath. The patient had previous bypass surgery and had recurring pain. The staff tried to enter the patient information in the picom computer several times, which acquires the images during the procedure. The images are also stored on the dci, x-ray like machine, used during the cath. After the procedure was done the fact that the images were not acquired on the picom was realized. The images were saved on the digital computer imager (dci). The technician was done mid day and the earlier patient's images were ok. As it tuned out the staff could not enter the patient information because the computer was being worked on by the microsoft administrator, scimage tech support and our it staff because of the computer virus problem in the hospital and the staff were locked out of the system. The virus problem went on for a couple of days but only one patient's test was affected.